Manufacturer narrative:
Device was not returned for additional evaluation or investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Per follow-up, the reported noted, "they took an xray to see if catheter was possibly dislodged, or if there was possible tear. All looked fine. Physician decided to explant and didn't perform cap study." There is no further information at this time. Please note that the patient's pump was explanted, this explant was captured through MFR 3010079947-2019-00276. Internal complaint number: (B)(4).

Manufacturer narrative:
Additional information: g1 (second address). Corrected information: h6. Post market surveillance communicated with representative to follow up on the cause of the alleged volume discrepancies. Representative stated that they spoke to the attending nurse who stating that they believed that it was possibly due to an occlusion in the patient's catheter. No cap study was performed, however, so this was not able to be confirmed. As the device was not returned for additional evaluation and investigation, and the attending nurse was unable to provide any additional causes for the alleged volume discrepancies, a definitive root cause for the alleged issue could not be confirmed. MFR 3010079947-2020-00276 addressed the allegation of pump issues related to this complaint. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending device history record review and further follow-up. Internal complaint number:(B)(4).

Event description:
Patient tracking contacted technical solutions to report a prometra ii pump explant and replacement. Per follow-up, representative inquired with office and reported, "appears that [the patient] had significant volume discrepancies without obvious visual abnormalities on xrays of catheter and pump. With the last significant discrepancy, [the patient] was then weaned down to zero and order placed for replacement of pump and catheter." This MFR captures the catheter and MFR 3010079947-2020-00276 represents the pump.